Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited non-sustained right ventricular oversensing (nsrvo) episodes due to noise. No changes or intervention was reported. There were no patient consequences.